Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
It was reported to philips that, when the user performs system check using external paddles, the user has to tighten the blades firmly many times because paddles aren't fully seated in their holders or don´t do good contact in their holders. We are considering this to be a potential external paddle issue.